Event description:
It was observed that during the device evaluation, the flex video scope exhibited black liquid coming out of the scope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Since the user conducted reprocessing in accordance with IFU, the cause of the foreign material remained in the device could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.